Manufacturer narrative:
Sample availability is unknown at this time, a follow up will be submitted when availability is known.

Event description:
A customer contacted baxter technical services to report that his titanium connector became separated from this catheter. There was no patient injury or medical intervention initially reported.